Manufacturer narrative:
Tandem¿s t:flex pump user guide indicates: ¿never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in unintended delivery of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after the cartridge was filled with 420 units. The customer's blood glucose level was 308 mg/dl. Reportedly, per pump history, the customer filled tubing twice and it was unknown if the customer was connected to the pump during either fill tubing. It was noted that the customer could not follow directions on loading a new cartridge and was incomprehensible. Tandem's technical support contacted the customer's healthcare provider (hcp), and the hcp stated that the customer has dementia. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.